Event description:
It was noted a pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Imaging confirmed there was a trace pre-existing effusion present, location being at the apex of the heart near the ventricles. Venous access was obtained and transseptal puncture (tsp) was performed with versacross connect (vcc) kit and a watchman access system (was) with no issues. After tsp and ice catheter crossing through the septum, the small pe became slightly larger and more visible on ice, and the physician determined this was due to ice catheter manipulation during tsp and subsequent dilations after. The patient remained stable. A 31mm watchman flx pro delivery system and closure device (wds) was inserted and deployed, requiring four (4) recaptures, then the closure device was implanted in the laa. After release of the closure device, hypotension was noted. An effusion sweep was performed, and a noticeably larger pe was present, although the cardiac perforation was not visualized. A pericardiocentesis was performed, with 185cc of fluid removed. The patient required three (3) units of blood transfusion the procedure was concluded. The patient was admitted to the coronary care unit (ccu) for overnight observation and remains hospitalized. It was further reported the patient was discharged on an unknown date. The pre-existing trace pe appeared to become larger before deployment of the wds, as the wds was being advanced into the left atrium.

Event description:
It was noted a pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Imaging confirmed there was a trace pre-existing effusion present, location being at the apex of the heart near the ventricles. Venous access was obtained and transseptal puncture (tsp) was performed with versacross connect (vcc) kit and a watchman access system (was) with no issues. After tsp and ice catheter crossing through the septum, the small pe became slightly larger and more visible on ice, and the physician determined this was due to ice catheter manipulation during tsp and subsequent dilations after. The patient remained stable. A 31mm watchman flx pro delivery system and closure device (wds) was inserted and deployed, requiring four (4) recaptures, then the closure device was implanted in the laa. After release of the closure device, hypotension was noted. An effusion sweep was performed, and a noticeably larger pe was present, although the cardiac perforation was not visualized. A pericardiocentesis was performed, with 185cc of fluid removed. The patient required three (3) units of blood transfusion the procedure was concluded. The patient was admitted to the coronary care unit (ccu) for overnight observation and remains hospitalized.